Event description:
It was reported that the e360 ventilator would not power on. Patient involvement is unknown. Non-covidien/ medtronic service provider inspected the device and found the battery will need to be replaced. Covidien/ medtronic was not authorized to evaluate/service the device.